Manufacturer narrative:
Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. Reference internal complaint: (B)(4).

Event description:
It was reported a physician performed a myosure for uterine tissue removal procedure on (B)(6) 2015. At the end of procedure the "blade broke in the uterus". The procedure was completed and the blade was removed with no patient impact. The patient was discharged home.